Event description:
The complainant has reported that a pt underwent a high risk percutaneous coronary intervention procedure involving an impella recover 2.5 percutaneous catheter device. The impella pump was implanted emergently in response to cardiac arrest. Shortly thereafter, hematuria was reported along with elevated plasma free hemoglobin which raised suspicion for hemolysis caused by the impella device. The device and its position were re-evaluated using echo; however, the plasma free hemoglobin levels remained unaffected despite repositioning of the device. The pci procedure with impella support was described as successful and the device was explanted following approx 27 hrs of use. The pt's condition required hemodialysis treatment. No other complications were reported to have occurred.

Manufacturer narrative:
Conclusions: (device discarded, unable to f/u on device involved), (no conclusion can be drawn). The device was discarded by the user and therefore cannot be investigated. Nonetheless a failure investigation of the available data is currently in progress; therefore, results are not yet available and no conclusion can be drawn at this time. The MFR will continue to investigate all reasonably obtainable sources of info and will provide results and updated conclusions in a supplemental MFR medwatch report. (B)(4).